Event description:
It was reported that during a procedure the multi-link vision was attempted to advance but could not cross the lesion. The device was removed. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed the hypotube shaft was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned device noted blood visible in the guide wire lumen, on the hypotube and on the distal shaft, which is consistent with handling and/or advancement within the patient anatomy. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the tip length and the outer diameter of the stent were taken, and all dimensions met manufacturing criteria. There was balloon peeling/shredding noted at the proximal balloon seal, however, this was likely a result of an interaction with other devices and/or the patient anatomy during the attempted advancement and/or removal of the device. The analysis further revealed that the hypotube including the jacket material was separated and noted multiple kinks adjacent to the separation. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Both ends of the separated jacket material were also jagged and stretched, which is usually a result of tensile overload. In this case, as there was no damage reported during inspection prior to use and nothing reported regarding a separation or kink damage, this suggests that the damage to the hypotube may have occurred during or after the procedure. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, and accessory device support. Although no patient anatomical information was available, the failure to advance is not generally associated with a product quality deficiency and was likely due to an interaction with the lesion. It is possible for resistance with the lesion to cause the hypotube to kink and eventually fracture/separate. Further handling after the procedure as the device is packaged for shipment back to abbott vascular for analysis can also contribute to a separation and kinks. Although the exact cause for the noted damage cannot be determined, there does not appear to be any indication of a product quality deficiency. A review of the device lot history record was performed and there were no nonconforming material records (ncmrs) associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for hypotube separations or balloon peeling with this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture. Additionally, all products are visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.